Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right atrial (ra) lead. Additionally, thresholds were noted to increase to 1.7 v. It was noted that this device is using 89% of the power. A request was made to have data from this device analyzed. Data analysis confirmed the battery had an increase of about 4 microwatts. This coincided with a change in ra lead impedance measurements and a single high ra auto measurement. The power change was minor. The device data is consistent with an ra lead issue. Boston scientific technical services (ts) provided troubleshooting options and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.